Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision, urethrolysis of mesh, and cystoscopy on (B)(6) 2007. The patient underwent mesh excision on (B)(6) 2007.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and (B)(6) 2006 and a mesh was implanted. The dates the mesh was implanted was not clarified. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent vaginal extra peritoneal colpopexy, anterior colporrhaphy, aspiration of bladder with insertion of suprapubic catheter and cystourethroscopy due to pelvic organ prolapse. Due to urinary retention and mesh erosion, patient underwent sling revision on (B)(6) 2007 and removal on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07762, the same patient is represented in each medwatch.